Event description:
Silicone implants replaced 6 or 7 times. Total number of resulting breast surgeries beginning with first implant surgery is 13. Following mastectomy for fibrocystic desease. Rptr has 1 son age 15 diagnosed with lupus and connective dissue disease. Was in coma at age 1 1/2 yrs. Diagnosed with immune system shut down. Rptr complains of: chronic infections, blood pressure problems, carpal tunnel syndrome, brain lesions, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, basal carcinomas, pain inflammation of the chest, elevated cholesterol, triglycerides, now ligally blind, extremity swelling, pain, chronic discoloration, raynaud's disease, frequent low grade fever, diarrhea, gastritis, removal of gall bladder upcoming soon - 1996. Ovarian problems, substantial hair loss not connected with medications, angina, unusual chronic infections, connective tissue disease, lupus, sjogren's syndrome, joint inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, chronic swollen lymph nodes under arms, muscle pain and burning, fibromyalgia, unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, etc, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness, misjudging distance, running into objects and sicca.